Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and battery were returned to zoll medical corporation. The reported problem was not verified. The returned battery was received depleted and was unable to power up the device. The device was subjected to extensive testing including bench handling, power cycling, functional stress testing, and off current testing using a test battery without duplicating the report. The complaint is closed as device meets specification. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.